Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2 - japan. This final report is being submitted to relay additional information from the completed investigation. Evaluation summary: logs files associated to reported event were not available for evaluation. No additional information on the reported event was made available after multiple follow up attempts with the contact. No additional information is available at the moment as reported event complaint cannot be confirmed without technical evaluation or logs analysis. DHR review: DHR was reviewed and no discrepancies related to the reported event were found. Complaint history review: a complaint history review by part number ¿20-8000-000¿ and ¿208000000¿. A complaint history review by serial number was not conducted as the serial number was not made available. The search identified no) additional complaints reported for part number ¿20-8000-000-xx¿ within one (1) year prior to the notification date of this complaint ((B)(6), 2021) and thereafter for the same or similar issue. Root cause: root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty a fixation pin was inserted too deeply damaging the patient's artery. The bleeding was stopped intraoperatively and the patient continued to be monitored.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a total knee arthroplasty a fixation pin was inserted too deeply damaging the patient's artery. The bleeding was stopped intraoperatively and the patient continued to be monitored.